Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion and extended charge time were confirmed in the laboratory. The extended charge time was due to low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device reached eri and eol on the same day. Premature battery depletion was suspected. Extended charge time was also observed on the device. The device was explanted and replaced.